Event description:
It was reported that before a replacement procedure, externalized conductors were observed via x-ray. No electrical anomalies were noted. The lead remains implanted. There were no adverse consequences and the patient condition is good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.